Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely that the loss of image occurred due to the following reasons. Due to the broken video connector socket, it could not be connected properly, and this resulted in causing communication error with the endoscope. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the video system center had broken video connectors that could not be connected. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.